Event description:
As reported: during a procedure an exchange of catheter was needed so a box of docking wire was opened, there was no docking wire in the box but two pieces of traxcess guidewire instead. A new box of docking wire was opened, and it contained the docking wire so the procedure could carry on. Patient is good.

Manufacturer narrative:
An opened traxcess docking wire packaging box, an opened traxcess 14 select guidewire pouch, and a sealed traxcess 14 select guidewire pouch were returned for evaluation. The traxcess docking wire device was not present inside the packaging box. Per the device history record associated with the traxcess docking wire, all units within the lot passed the inspections in place to verify that all components are packaged per the part drawing, indicating that the traxcess docking wire was the only device present within the final packaging prior to release. As the traxcess docking wire packaging box was returned open, this investigation could not examine the device in the exact condition it was in out-of-box to further assess the alleged product issue.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is in transit to be returned to the manufacturer for evaluation but has not yet been received by the manufacturer. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: during a procedure an exchange of catheter was needed so a box of docking wire was opened, there was no docking wire in the box but two pieces of traxcess guidewire instead. A new box of docking wire was opened, and it contained the docking wire so the procedure could carry on. Patient is good.